Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler was unable to fire even though the surgeon was able to press the green button and squeeze the handle. They reloaded another product to complete the case. The patient was alive with no injury.